Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was determined the reported difficulty to remove, separation and reported treatments appear to be related to case circumstances of the procedure. It is likely that during advancement through the anatomical loop, the guide wire became kinked or bent likely getting caught. Manipulation during retraction likely resulted in the guide wire separation. The separated portion of the guide wire was successfully retrieved with a snare device delaying the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a coronary angiography procedure, the hi-torque (ht) balance middle weight (bmw) universal ii guide wire was introduced effortlessly through the right radial artery. The artery had an anatomical change in the form of a loop and when replacing the guide wire with a hydrophilic catheter, the proximal portion of the wire was withdrawn but the distal portion separated and remained fixed at the brachial artery. The 45-50 centimeters long separated portion was removed 3 hours later by the femoral approach using a snare device. There was no extended hospitalization, however, a clinically significant delay in the procedure occurred. No additional information was provided.